Event description:
It was suspected that the implantable pulse generator (ipg) exhibited early battery depletion. The ipg was explanted and replaced. It was further reported that the right atrial (ra) and right ventricular (rv) leads had high thresholds due to patient physiology with corresponding high programmed outputs. No performance issues are suspected with the ra or rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. There were no anomalies found. Concomitant product: 4024, implantable pacing lead, (B)(6) 1994. (B)(4).